Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin delivery intermittently slowed down when the cartridges reached 120-150 units of insulin remaining. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was approximately 300 mg/dl.